Event description:
A pt received three small blisters which did not require medical treatment. Proper padding was not put between the pt and the bore of the magnet. The co's operator manual states that padding of at least 0.25" is required between the pt and the bore of the magnet.